Manufacturer narrative:
Occlusion is addressed in the IFU. Endoleaks and occlusion are addressed in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, and the importance of an accurate deployment. By report, the sealing stent landed higher than expected because the location of the external and internal iliac was not confirmed prior to deployment. An additional iliac leg was deployed to resolve the endoleak. The endoleak was reduced and the physician decided to take a wait-and-see approach. The IFU describes the pre-implant determinants that should be verified against the devices selected prior to deployment. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A (B)(6) female patient underwent aaa and left cia aneurysm repair on (B)(6) 2011. She had aaa, left cia aneurysm, ischemic heart disease, hypertension. The patient's anatomical form was not suitable for endovascular repair; internal diameter of an access route was 6mm, proximal neck was 12mm in length. The final confirmatory angiography showed a distal type I endoleak from the right iliac leg. The physician judged it was due to insufficient sealing because the iliac leg graft was placed upward slightly since the bifurcation area between the right iia and the eia was not clearly confirmed. Therefore, an iliac leg was additionally placed at the same position as the first iliac leg not to block the bloodstream to the right iia. (The left iia was occluded already), and ballooning was performed. Then, the endoleak was reduced but remained. However, because it was predicted that the leak would be resolved after neutralization of heparin, the physician decided to complete the procedure and take a wait-and-see approach. (Act when the procedure finished was 315). The patient's condition is unknown as not provided by reporter.